Event description:
It was reported that during removal of the catheter, the tip remained in the pt without distinctive resistance after being in vivo for 10 days. The catheter tip was removed with a loop (snare catheter) in the angiography department. Deprivan, katecholamine and nacl were infused. The pt was stable.